Manufacturer narrative:
Corrected information was provided in b2 (date of death). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name) and d4 (serial). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
68-year-old male admitted for a scheduled thoracotomy procedure. Patient had known cardiac dysfunction and valvular dysfunction issues. During the thoracotomy procedure, patient developed a hemorrhagic complication related to the thoracotomy and decompensated. Patient coded and placed emergently on cardiopulmonary bypass (cpb). Impella cp placed emergently to wean off cpb. Impella placed without issues. Unfortunately, patient continued to decompensate and expired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.